Manufacturer narrative:
Correction to h6. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis determined that the device tested out of specification. The hanger was cracked. The main printed circuit board was corroded. The encoder assembly¿s flex and menu encoder were corroded. The lower case was contaminated. The liquid crystal display was contaminated. The hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The device which was returned for servicing subsequently tested out of specification during the manufacturers analysis. There was no patient involvement.